Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited noise and fluctuating impedance measurements. A revision procedure was performed where the rv lead was laser extracted and the ICD was explanted. During the explant of the rv lead, another manufacturer's right atrial (ra) lead was damaged. A new ICD system was successfully implanted. No additional adverse patient effects were reported.